Event description:
It was reported that a spectrum pump experienced a no audio condition. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom. The eval experienced the no audio condition on all volume/tone settings caused by a failed speaker. When tested with a known good speaker, the device was functioning as required. The investigation between the speaker coil and the speaker back flex leads which caused the open connection and the no audio condition. The failed speaker was replaced.